Event description:
Info provided indicated that the head hi/lo had a slow drift. No injury alleged.

Manufacturer narrative:
Technician found the head hi-lo had a slow drift. Replaced the valve to resolve this issue. Located the bed in basement.